Event description:
Litigation papers allege the bilateral patient has suffered pain, suffering and disability and has been exposed to chromium and cobalt as a result of implantation with the asr hip implant. The patient was injured by excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 7/20/15 - plaintiff¿s preliminary disclosure form was received, which identified dor for the right hip. There is no new additional information that would affect the investigation.